Event description:
Customer alleged blood glucose test results of "700's, 800's, 900's" mg/dl on the advantage system. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". Further reported that retest result in each instance of result above meter range was "down in the 100's" mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.